Event description:
Boston scientific received information that this left ventricular lead was surgically abandoned after out of range impedances and noise was displayed, as well a possible lead fracture was suspected. No adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available this investigation will be updated.